Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, and h6. Block b3: exact date unknown, event occurred nine days prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new, severe pain with stimulation both turned on and off. As a result, the patient was admitted to the hospital after initially suspecting the pain was related to a kidney stone. A computed tomography (CT) scan of the lower back and blood work were performed, which ruled out kidney related conditions and infection. The patient was administered toradol for pain management and was reported to be doing well. Initially, it was assessed that the implantable pulse generator (ipg) may have been contributory to the reported symptoms; however, the patient later stated that the event was related to a newly prescribed weight loss medication, and that the symptoms resolved after discontinuation of the medication.

Manufacturer narrative:
Block b3: exact date unknown, event occurred nine days prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced extreme pain at the implant site whether the spinal cord stimulator (scs) device was on or off. The patient was admitted to the hospital and was given medical intervention. No further information could be obtained despite good faith efforts.